Event description:
During the procedure, the accunet was delivered to the lesion in the right internal carotid artery. An attempt was made to advance the acculink stent delivery system (sds) to the lesion; however, it would not cross; therefore, the sds was removed from the pt's body. The pt's blood pressure dropped to 50/30 and the pt coded and required resuscitation. Then during an attempt to recover the accunet filter basket the recover 1 and recovery 2 were used, but neither could cross the lesion. The accunet filter basket had to be pulled through the internal carotid artery and into the recovery 2 catheter. The pt underwent surgery the next day; however, it could not be confirmed or denied if the surgery was due to the product or the procedure. No other information was available.